Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00322. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device doesn¿t turn on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer verified there was 120 ac volts going into the power supply and 24 dc volts going to the power management pcba. He will try another power management pcba and get back to us tomorrow. After further troubleshooting, the customer informed that he tried a different power management pcba, and it solved the issue. The customer replaced power management pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.